Manufacturer narrative:
The ventricular catheter (ID 261221) was returned for evaluation. Device history record (DHR) ¿ there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the catheter was received in a drainage tube. When connected, the icp express read ¿zeroing error¿, output of the sensor was no longer balanced, and the electrical leakage test failed. The complaint could be verified through failure analysis. Root cause analysis ¿ the complaint was confirmed in the complaint investigation. A potential root cause to the zeroing issue is the electrical leakage ¿ use related. This cannot be confirmed, but the root cause is a potential cause.

Event description:
A facility reported that during pre- testing, a microsensor (ID 826653) could be zeroed normally and it could monitor the icp readings normally during the procedure. However, a while after the patient was sent back to ward, the icp monitor showed"p-0" repeatedly. Then the physician changed with another cable and icp monitor to reconnect with the microsensor, it still showed"p-0". Therefore, the problem was with the microsensor. The physician retrieved the microsensor and stopped monitoring. The microsensor was used along with icp monitor (ID 826653) and icp cable (ID 826636).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.